Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak on the modular chemistry (mc) side of the synchron lx20 pro analyzer. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The line to the rinse valve was found to be loose. The customer tightened it and the leak was fixed. No service visit was needed.